Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent did not fit through the sheath. Other devices advanced without problem. No other information is available.

Manufacturer narrative:
Analysis: based on the details of the complaint the stent was attempted to be passed through the introducer sheath but was unable to pass. The details also indicate that four other v12 covered stents were able to be passed. Unfortunately the v12 covered stent and the introducer sheath used in the case were not returned for evaluation. A thorough evaluation of the production lot history records was performed including the performance testing results of the product. Below is an overview of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr or 7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath . Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. Atrium medical only release production lots that have passed the aforementioned performance and quality requirements. This production lot of v12 covered stents passed all quality requirements. All samples that were passed through the 7fr introducer sheath passed without issue. Conclusion: based on the successful lot qualification data provided within the device history records atrium medical cannot conclude that the v12 covered stent was faulty.

Event description:
N/a.